Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n281039, implanted: (B)(6) 2012, product type: adapter; product ID 3998, lot# j0428228v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported high impedance greater than 10000 ohms on electrode 3 during a replacement surgery. It was unknown what led to this issue. This seemed related to fluid in the electrodes. They were removed and wiped repeatedly and electrode 3 varied in impedance each time while other electrodes resolved with their high impedances. They did not want to change the pocket adapter. The issue was resolved at the time of this report. The patient was noted to be alive with no injury. Additional information received from the rep reported that the elevated impedance on electrode 3 did not clear to normal like the other electrodes. They were not aware of what the impedances were before the battery replacement. The patient was getting very good coverage of her pain without using electrode 3. Relevant medical history included non-malignant pain and degenerative disc disease. No further follow-up was required.